Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit greater than 2,000 ohms pace impedance. The reason for the out-of-range impedance was not known at the time of this initial report. No adverse patient effects were reported.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information was received confirming that this patient no longer requires therapy due to improved heart condition and therapy was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.